Event description:
The patient presented to the clinic with diaphragmatic stimulation. X-ray revealed that the lead was dislodged due to twiddler syndrome. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.